Event description:
A home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the hp initiated the initial drain cycle prior to connecting their transfer set to the patient line of the homechoice set. After receiving the alarm, they connected themselves to the setup and attempted to clear the alarm. Baxter's tsc assisted the hp's spouse in ending therapy early. Per hp's nurse, no patient or medical intervention was associated with this incident.